Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac vein using ruby coils and a non-penumbra microcatheter. During the procedure, the ruby coil unintentionally detached inside the microcatheter; therefore, the microcatheter containing the detached ruby coil was removed and the ruby coil was flushed out on the back table. It was reported that the scrub nurse experienced resistance at some point while using the ruby coil. The procedure was completed using a new coil and a new microcatheter. There was no report of an adverse effect to the patient.